Manufacturer narrative:
The cause for the discordant low igg result is unknown. Siemens is investigating the incident.

Event description:
A discordant low immunoglobulin g (igg) result was obtained on a patient sample on the dimension vista 500 system. The patient result was reported to the physician. The same sample was repeated on the same instrument and a higher result was obtained. A corrected result was issued. There are no known reports of patient intervention or adverse health consequences due to the discordant low igg result.

Manufacturer narrative:
The original MDR 2517506-2017-00490 was filed 5-12-2017. The cause for the discordant low igg result is unknown. Siemens headquarters support center concluded their investigation of the incident. The analysis revealed that a general product or instrument system issue could be excluded. In order to exclude a performance issue of the igg flex reagent cartridge lot 17016ma involved, the performance of this lot was tested using a retained sample. All calibration curves were valid and all controls were found within their assigned range. The investigations showed that the assay performed as specified. The analysis revealed that the customer did not follow the corresponding IFU as the sample was not centrifuged for 10 min at approximately 15 000 x g prior to testing. The dimension vista igg instructions for use states: "turbidity and particles in the samples may interfere with the determination. Therefore, samples containing particles must be centrifuged prior to testing. Lipemic or turbid samples, which cannot be clarified by centrifugation (10 minutes at approximately 15,000 x g), must not be used." The device is performing within specifications. No further evaluation of the device is required.